Manufacturer narrative:
The reported event of autoreducing was confirmed. Analysis of the returned lead extension found internal wires broken and detached in the header strain relief, that would cause high impedances and reason for auto reducing. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to impedances. As such, surgical intervention occurred and the extension was explanted and replaced to address the issue.